Event description:
New information noted that an elective procedure was perforemd for the right ventricular leadless pacemaker (vlp) to readjust the location of the vlp implant. There was no malfunction on the device.

Event description:
It was reported that the right ventricular leadless pacemaker (vlp) was unable to program. Further information was requested however, was not provided.